Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient received in inappropriate shock post implant due to t wave oversensing. It was noted that the second vector was considered not acceptable thus the vector was reprogrammed to alternate vector and the patient was brought in for induction testing. Four attempts were attempted to induce the patient. The last induction test correctly detected and treated with no noise seen. The patient was under light anesthesia and for the last two induction the patient was in a deeper anesthesia. No additional adverse patient effects were reported.